Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an unknown quantity of an unknown inravia container. The pm was described as ¿plastic like particles¿ observed in the finalized sterile compounded bags. The device was filled with an unknown solution (reported as one of the following medications: milrinone, ampicillin, dobutamine or foscarnet). Per baxter¿s recommendations, the user(s) were not using a needle greater than 18 gauge. The event occurred prior to patient use. Therefore, there was no patient involvement. No additional information is available.